Manufacturer narrative:
B3: date of event is unknown. The original date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (staphylococcus aureus) was misidentified as a coagulase negative staphylococcus. No health impact or consequence reported. Report 2 of 3.

Manufacturer narrative:
Investigation summary: a complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that they were having identification problems, most commonly with capitis when the expected result was s. Aureus. A bd field service engineer (fse) was dispatched to the customer site. Upon arrival, the fse did not find any issues with the instrument. As a part of troubleshooting and to ensure customer service, the fse performed an instrument qualification test and updated the software to the latest version. The instrument passed the qualification test. The fse also cleaned the instrument including the air filter. It was noted that the issue has not recurred since the initial report. The instrument continues to function as intended and is ready for routine use. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No parts were replaced as a part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Device history review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was completed and revealed one prior case with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (staphylococcus aureus) was misidentified as a coagulase negative staphylococcus. No health impact or consequence reported. Report 2 of 3.